Manufacturer narrative:
The system controller was returned to the MFR for eval. The reported event was confirmed during eval of the system controller. The log file was reviewed, and it appeared that the pump stopped during events where it was not purposely prompted to do so. During functional testing of the system controller, the "power cable disconnect" alarms occurred when the white power lead was maneuvered at the connector end of the lead. Further eval of the system controller revealed that the brown conductor in the white power lead was broken. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt switched from batteries to the power module, the pt received a yellow wrench alarm and felt symptomatic. The pt immediately switched back to batteries and felt fine. The following day the pt's system controller was exchanged at the hospital without incident. The pt remains ongoing on the lvad and no further issues were reported.